Event description:
Event description this endotak transvenous defibrillation lead was returned to cpi for routine analysis following a patient death. There was no allegation received against the lead. This is being reported due to analysis results.